Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge and boot because the receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. The receiver download shows receiver "user" shutdown followed by receiver perpetually rebooting was observed in log. The functional testing was unable to be performed. The complaint could not be confirmed for receiver initializing screen without manual restart because receiver "user" shutdown followed by receiver perpetually rebooting. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.